Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was done. A baseline testing was completed. No failing conditions were found. The allegation could not be confirmed, however, infection is a known inherent risk. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Correction to field h10: additional MFR narrative.